Manufacturer narrative:
D6a: implant date is estimated to have occurred in (B)(6) 2023.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a power on reset (por). After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, the device was observed to be in back up mode. Technical support was contacted and reprogramming was performed, however, capacitor maintenance was attempted following the restoration of the device and the device was not able to charge and therefore went into backup mode again. Technical support recommended device replacement. No additional intervention has been performed at this time. Additional information has been requested but has not yet been received.